Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital due to side effects of having diabetes. The customer was having an emergency leg surgery. At the time of the report, the insulin pump alarmed motor error. Troubleshooting was performed. The prime and displacement tests passed. Nothing further was reported.